Event description:
It was reported that the left ventricular lead had dislodged 1 day post-implant due to the patients anatomy. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.